Event description:
Per dr: the valve "failed" prior to explant. No thrombus was observed on echo, however, at reoperation, thrombus was observed. The pt has several siblings and one had been diagnosed with a viral gi infection recently. The pt then developed fever and one episode of vomiting. However, blood cultures were negative preop and cultures obtained showed no bacterial or viral growth. Pt's international normalized ratios remained therapeutic preoperatively. A 17mhp-105 was then implanted.